Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported delivery catheter (dc) shaft bends (difficulty positioning the device) was confirmed. The reported physical resistance could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use (IFU) instructs to always ensure that either the grippers are raised or the clip is closed while in the left ventricle to avoid potential injury. The investigation determined the reported clip caught on chordae leading to dc shaft bends and resulting in difficulty positioning the device, appears to be related to user technique due to the unintended movement of the device during positioning. There is no indication that the deviation contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. While in the left ventricle, the clip was opened. After grasping, it was decided to perform a better grasp, but the clip had become caught on chordae and could not be moved. Gentle movements were made, and the clip was freed; however, when the cds handle was advanced, there was strong anterior bending observed and the cds was moving in an unintended direction. The decision was made to remove the cds and replace the device. A new cds was used without issue. Two clips were implanted, reducing mr to 2. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.